Event description:
Patient underwent spinal surgery, l5-s1, on (B)(6) 2013. As the surgeon tried to place a vertebral spacer tr 10 x 27mm 7mm ht in a tight disc space, a piece of the spacer chipped off. The surgeon then performed a further discectomy to create more space and attempted to insert another 10 x 27mm 7mm ht. Vertebral space tr and it also had a piece chip off almost in the same spot. Both pieces from each spacer were easily retrieved. The surgeon chose not to put an interbody spacer in the patient and moved on with the surgery. It was reported that surgery was prolonged approximately 5 to 10 minutes and the remainder of the surgery went fine. This is 2 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. The vertebral spacer tr is a vertebral body replacement intended for the thoracolumbar spine to provide anterior column support. Synthes offers the vertebral spacer tr in six different footprints. The implant in this complaint is 10 mm x 27 mm. The chu reviewed the associated drawings ((B)(4)). These drawings detail the appropriate dimensions, material, and finishing processes for a successful spacer. The complaint description suggests a tight l5/s1 space that could not accommodate a 7mm high spacer. The description does not include any trialing detail to determine if a 7mm space was possible. The action of the surgeon not to include a spacer in the construct supports this supposition. The chu reviewed the complaint history for all the 10 mm x 27 mm tr spacers (889.834, 889.835, 889.836, 889.837, 889.838, 889.839, 08.804.008, 08.804.010, and 08.804.012). From (B)(6) 2006 to (B)(6) 2013, the history shows (B)(4) implants with the hazard of this complaint. Based on the sales of these part numbers over the same time period, the occurrence rate is (B)(4).the chu also reviewed the risk analysis (B)(4). Pd needs to review the probability of occurrence for line 590 based on the analysis of this evaluation. The design risk assessment went to product development to review for possible addition of this complaint event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The as received condition of the implant was damaged. The wall adjacent to the instrument slot sustained considerable damage. All pertinent dimensional and visual features were obtainable, measured and passed per the inspection sheet. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of vertebral spacers was processed through the normal manufacturing and inspection operations. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. An additional review of the device history records for the sub-component also revealed no complaint related anomalies. The device history record for the sub-component shows that the all were processed through the normal manufacturing and inspection operations.

Manufacturer narrative:
(B)(4).